Event description:
The report received from the (B)(4) registry indicated that one day after carotid artery stenting (cas) with a 10x40mm precise stent in the proximal left internal carotid artery, a patient developed aphasia that was diagnosed as a tia. The symptoms resolved on the same day and no treatment was provided. However, the patient remained hospitalized for observation and was discharged two days later. The patient was asymptomatic at study inclusion with baseline nih stroke scale at 0 and the rankin score at 1. Cas was performed on a 99% occluded lesion in the proximal left internal carotid artery of 20mm in length in a 5.0mm vessel diameter with moderate vessel tortuosity. The arch iii lesion had no documented calcification. A 7mm medium support angioguard embolic protection device was successfully deployed past the lesion and pre-dilatation was performed with an unspecified balloon. There was no documented dissection after pre-dilatation. A 10x40mm precise pro rx stent at the target lesion. The residual diameter stenosis measured 5%. There was no documented presence of air bubbles. The angioguard was successfully retrieved and there was no debris found in the basket. The patient was neurologically intact upon leaving the angio suite. On the following day, the patient had sudden onset of aphasia. There was no documented presence of babinski. It was not specified on which hemisphere the tia occurred. The only deficit noted was expressive aphasia and the symptoms resolved fully within 24 hours. There was no treatment provided and the patient remained hospitalized for observation. He was discharged home two days later. The nih and rankin scores were unchanged from baseline.

Manufacturer narrative:
Adjudication minutes received indicate the tia was related to hypotension with no evidence of cva. (B)(4). In addition, further details were provided as follows: on (B)(6) 2013, the patient developed sudden onset of aphasia that lasted less than 24 hours and resolved, as per neurological event form. The site reported event of tia on (B)(6) 2013. Per neurology consultation progress note on (B)(6) 2013, the patient had expressive aphasia: likely ischemic, minimal deficient, exact onset unclear, thrombolytics contra-indicated. May be transient with hemodynamic changes. Continue asa and clopidogrel, can resume coumadin or alternative at any point. Prognosis good, parkinson¿s disease: exacerbated with acute illness, continue current dose of sinemet: increase doses may increase confusion. A brain CT scan on (B)(6) 2013 revealed no acute intracranial abnormalities. On (B)(6) 2013 (time not reported in the ecrf), the nih stroke scale score was 0 and the rankin stroke scale score was 1. An eeg on (B)(6) 2013 for possible tia with a request to rule out seizure revealed a borderline eeg that showed mild intermittent slowing in the left temporoparietal region. The report noted that this may represent a normal psychomotor variant; however, this could also be seen with an underlying structural lesion. Specifically, there were no definite focal abnormalities and no definite epileptiform activity seen during this recording. Neurology progress note on (B)(6) 2013 at 10:57 reported: improved, speech fluent, no aphasia or paresis, no evidence of cva. More oriented, knows date. Assessment: tia related to hypotension, no evidence of cva. The patient was discharged on (B)(6) 2013 on asa and clopidogrel. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the sapphire ww registry indicated that one day after carotid artery stenting (cas) with a 10x40mm precise stent in the proximal left internal carotid artery, a (B)(6) male patient developed aphasia that was diagnosed as a tia. Adjudication minutes received indicate the tia was related to hypotension with no evidence of cva. The symptoms resolved on the same day and no treatment was provided. Medical history included hyperlipidemia, history of smoking (>5packs of cigarettes), hypertension (systolic>140, or diastolic>90, or requiring medication. The patient was asymptomatic at study inclusion with baseline nih stroke scale at 0 and the rankin score at 1. Cas was performed on a 99% occluded lesion in the proximal left internal carotid artery of 20mm in length in a 5.0mm vessel diameter with moderate vessel tortuosity. The arch iii lesion had no documented calcification. A 7mm medium support angioguard embolic protection device was successfully deployed past the lesion and pre-dilatation was performed with an unspecified balloon. There was no documented dissection after pre-dilatation. A 10x40mm precise pro rx stent was deployed at the target lesion. The residual diameter stenosis measured 5%. There was no documented presence of air bubbles. The angioguard was successfully retrieved and there was no debris found in the basket. The patient was neurologically intact upon leaving the angio suite. On the following day, the patient had sudden onset of aphasia. There was no documented presence of babinski. It was not specified on which hemisphere the tia occurred. The only deficit noted was expressive aphasia and the symptoms resolved fully within 24 hours. There was no treatment provided and the patient remained hospitalized for observation. He was discharged home two days later. The nih and rankin scores were unchanged from baseline. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Hypotension and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation.

Manufacturer narrative:
Concomitant medications: bivalirudin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. The report received from the sapphire ww registry indicated that one day after carotid artery stenting (cas) with a 10x40mm precise stent in the proximal left internal carotid artery, a (B)(6) male patient developed aphasia that was diagnosed as a tia. The symptoms resolved on the same day and no treatment was provided. Medical history included hyperlipidemia, history of smoking (>5packs of cigarettes), hypertension (systolic>140, or diastolic>90, or requiring medication. The patient was asymptomatic at study inclusion with baseline nih stroke scale at 0 and the rankin score at 1. Cas was performed on a 99% occluded lesion in the proximal left internal carotid artery of 20mm in length in a 5.0mm vessel diameter with moderate vessel tortuosity. The arch iii lesion had no documented calcification. A 7mm medium support angioguard embolic protection device was successfully deployed past the lesion and pre-dilatation was performed with an unspecified balloon. There was no documented dissection after pre-dilatation. A 10x40mm precise pro rx stent at the target lesion. The residual diameter stenosis measured 5%. There was no documented presence of air bubbles. The angioguard was successfully retrieved and there was no debris found in the basket. The patient was neurologically intact upon leaving the angio suite. On the following day, the patient had sudden onset of aphasia. There was no documented presence of babinski. It was not specified on which hemisphere the tia occurred. The only deficit noted was expressive aphasia and the symptoms resolved fully within 24 hours. There was no treatment provided and the patient remained hospitalized for observation. He was discharged home two days later. The nih and rankin scores were unchanged from baseline. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.